Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer is currently in the ICU due to high blood glucose levels and diabetic ketoacidosis. Her blood glucose at the time of incident was 435 mg/dl. The customer felt nausea and she vomited and went pale; she tried to correct with her insulin pump but it was unresponsive. The customer is being treated with insulin drip, and the hospital wants the customer to discontinue the pump and treat her diabetes with exclusively insulin injections. A high pressure test was initiated and the pump alarmed with a motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.